Event description:
During an anterior fusion procedure, the radiolucent retractor blade broke in two parts away from the wound at the synframe holding portion while retracting. Both portions were retrieved immediately. Additionally, the ratchet spring for the adjustable synframe retractor holder broke on the synframe holder. Back up replacements were used for both devices. No injury to patient and no delay to procedure were reported. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device shows marks and wear of use but nothing is broken off of damaged as per complaint description. The device is intact and usable; the device passed the functional test successfully. After reviewing the mechanism of the adjustable holder, the device functions as intended. The angulation has full range of motion and locks and unlocks with the button as intended.